Event description:
Additional information received indicates that the paddle migrated due to a significant fall and that surgical intervention was undertaken on (B)(6) 2024, where the lead was repositioned. Therapy was restored post-op.

Manufacturer narrative:
A patient experiencing lead migration due to a fall was reported to abbott. The patient¿s lead was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients lead had migrated. X-rays were taken to confirm the issue. Surgical intervention may be taken at a later date to address the issues.